Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received blank display. Customer removed battery but insulin pump did not received insert battery alarm. Customer stated that battery cap was not missing or damaged. Customer inserted new battery but display did not return after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.